Event description:
It was reported that the patient had been to an urgent care center with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother reported being unsure if the cannula was properly seated in the infusion site. Symptoms reported include nauseous, vomiting, headache and a cough. It was also reported that the patient was diagnosed with croup and going through puberty. The patient was treated with steroids for cough and insulin via manual injections. The patient was released 4 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.